Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2004 and (B)(6) 2010 and a sling was implanted. It is unknown which date the sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent an endoscopy on (B)(6) 2004 and a hysteroscopy and thermachoice ablation on (B)(6) 2008. The patient underwent a vaginal hysterectomy, cystocopy and closure of urethotomy on (B)(6) 2010. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 and on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08136. The same patient is represented in each medwatch.